Event description:
Information received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician found the trend solenoid was clicking. The technician adjusted the trend to repair the bed.